Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that her insulin pump was not delivering the correct amount of insulin. Customer stated that she disconnect her infusion set to take a bath and when she connected and tried to bolus, it does not delivered the correct amount. Customer stated that she had difficult time maintaining her blood glucose levels. Nothing further was reported.